Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while setting up the device, it is getting a patient disconnect error message on screen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that during unit setup the unit alarms patient disconnect on screen and gives audible alarm. The customer is not able to reset the alarm. The unit has a test circuit attached with test lung rising and falling as required and is delivering breaths during testing. The rse advised the customer to check the unit settings and retest. Th customer acknowledged and will continue testing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. D4 - product UDI is corrected.